Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice during use, during dwell 2 of 3. The baxter technical service representative explained the alarm and the home patient stated one of the supply bags was full of air. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance received a call from the home patient on (B)(6) 2011 in regards to the system error 2240 alarm and she said she was able to resume therapy after she started over with new supplies the next day. She finished out therapy that night with manual supplies. She said that she was sleeping and the alarm just woke her up. She did not notice anything unusual with any of the previous supplies except some air in one of the bags. She did have a companion sample available and a lot number, h11f26025. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.